Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application and receiver. Patient's father stated that he will attempt to pair with application with the transmitter later when their child has a sensor inserted. No additional patient or event information is available.